Manufacturer narrative:
Onset of the patient's driveline infection is reported under MFR #: 2916596-2023-05598. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 for a driveline infection. The patient's driveline cultures were positive for pseudomonas and methicillin-resistant staphylococcus aureus (mrsa). The pump exchange was performed on (B)(6) 2024 due to infection. The patient was treated with antibiotics and was taken off inotropes. The patient was stable afterwards and was discharged on (B)(6) 2024.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a pump exchange was performed on (B)(6) 2024.